Manufacturer narrative:
The initial emdr record was due for submission on may 24, 2026. Due to a high volume of complaint entries, the complaint assessment was completed later than expected, which delayed creation of the emdr submission record. Following completion of the reportability assessment, the emdr record was created on may 23, 2026. Because the office was closed on (B)(6) for the weekend, and (B)(6) was the u.s. Memorial day holiday, the record was identified on the first business day upon returning to the office.

Event description:
Implant failed to osseointegrate.